Event description:
The event involved a plum 360 pump on an unspecific date where it was reported that the patient pulled the tubing from the disc attachment piece. The pump did not alarm and they would think that it should have sensed air. However, the pump¿s monitoring system had everything in place. The nurse asked if there are any guardrails in place for the external tubing. The IV was running onto the floor. The report also stated that patient pulled apart his IV at the cassette. The chamber kept dripping on the floor. The pump did not beep at all. There was patient involvement however no report of harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Additional information: ext (B)(6).